Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and indicated that no conclusive evidence existed in the event log to support the user's complaint. During analysis, the reported "over infusing" problem was verified. Accuracy testing gave results of +5.56%, +6.15%, and 6.56%, over the internal test specification of +/-3.0% and the published customer specification of +/-6.0%. The cause of the reported problem was noted to be the expulsor being out of calibration. Service will trim the expulsor to bring the accuracy within nominal specification. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump over infused. The delivery rate tested was 30ml/h vol:20ml. There were no injuries or adverse events reported.